Manufacturer narrative:
Insulin pump was received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to protruded/loose drive support disk. Minor scratched lcd window and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The insulin pump is alarming during the prime process. The blood glucose reading is 5.4 mmol/l. Customer unable to exit the prime loop. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.